Event description:
Additional information reported the stimulation "quit working" and the patient could not get the implantable neurostimulator (ins) charged. It was noted that the patient was seen after procedure in (B)(6) but stated that reprogramming could not be done due to numbness after the procedure. It was noted that the patient was "feeling better" at the time of report and would like to try reprogramming. Additionally the manufacturer's representative reported that she met with the patient "2 weeks ago." It was noted that his battery was discharged at that time so she couldn't reprogram. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that when the patient charged the implant and ran it for a ¿couple of days¿ a ¿call your doctor¿ icon would be displayed. The patient was able to clear two occurrences but was unable clear the most recent message. The most recent icon was displayed a week and a half prior to the date of this report. The patient was unsure of the code on the lower right. It was noted that it occurred at random with no specific time or place. It was noted that stimulation was not able to be adjusted. Additional information reported the patient cannot get their ¿stimulation to come back on.¿ it was noted the patient last felt stimulation 4 weeks ago and last recharged 4 weeks ago. It was noted the patient normally has injections done in their back 4 times a year, but ¿lately it had been more since the stimulation has not been working.¿ it was stated the patient ¿gets this for pain.¿ it was noted the patient was just at the hospital ¿for this¿ on (B)(6). It was noted the patient has an appointment with their health care provider and wanted to know if someone could be there to help with his stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 377760, lot # n0037939, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0040957, implanted: (B)(6) 2005, product type lead. (B)(4).